Event description:
A customer reported observing negatively biased glucose results for one pt sample. The biased results were reported to the physician. Biased results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.